Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a moderately calcified, heavily tortuous left anterior descending artery (lad). It was indicated the viperwire guide wire fractured due to contact with heavy tortuosity. The viperwire fractured component was retrieved with a snare. A new viperwire was used to continue the procedure. There were no patient complications as a result of the event.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a moderately calcified, heavily tortuous left anterior descending artery (lad). It was indicated the viperwire guide wire fractured due to contact with heavy tortuosity. The viperwire fractured component was retrieved with a snare. A new viperwire was used to continue the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).